Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 4.1 and 4.2 were not detected on the bus. It would not recover even after reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-aug-2021, and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer-reported issue. Upon investigation of this incident, it was determined that the drawers failed. A field service engineer (fse) worked with the nurse to perform a hard shutdown on the medstation. After rebooting, drawers 4.1 and 4.2 were successfully detected on the bus. Using the hardware test application, verification confirmed that drawers 4.1/4.2 and their pockets were visible within medapp. The customer was able to remove medication from drawer 2.1. The system functioned as intended after the field service engineer repaired the device.